Event description:
It was reported that the patient¿s pump had a blockage in it and the physician had replaced the pump. It was not provided what medication this device system delivered. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n181905006, implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: catheter (B)(4).

Event description:
It was further reported that the pump was replaced because it was "getting old". The reporter stated that the catheter was blocked and was told the pump would have to be replaced in two years, thus they replaced the pump and the catheter at that time so the patient would not have to undergo another surgery in two years. The reporter noted they were in "extreme pain for a year" and noted they kept increasing the medication in the pump, but it did not help with the pain. It was noted it took " a year" for the patient to get an appointment with the health care provider (hcp), at which time they did a dye study to "confirm there was a block the catheter".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# n181905006, implanted: (B)(6) 2008, product type: catheter. (B)(4).